Event description:
Info reported via maude event report: synopsis - in 2005 - pt underwent laparoscopic hysterectomy with cervical stump uterosacral suspension, transobturator tape, cystoscopy with hydrodissection, vaginal repair or pelvic support defects including cystocele, rectocele and enterocele. In 2005 - one month post-op pelvic pain with poor wound healing noted. Three days later, documented vaginal wall erosion was noted. In 2006 - peri-rectal abscess with eua (exam under anesthesia), anoscopy and I&d. Pt diagnosed with mesh erosion, mild fecal incontenence and recto-vaginal fistula which required many surgeries which included mesh explant.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. No initial reporter contact info included on the maude report, therefore, no follow-up can be made. We therefore, consider this report complete to the best of our current knowledge.